Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vascular stent in the sfa, the delivery system became blocked after the stent had been released 0.5cm. The delivery system was removed without issue and another stent was used to complete the procedure successfully. No pt injury was reported.